Event description:
Patient states when they catheterized self, the catheter was cracked between the eyelets. Did not notice this crack when they inserted the catheter, but it cut urethra as they withdrew the catheter. This caused bleeding and a lot of pain.